Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he was trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 9pm. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported ¿in the middle of the night,¿ he developed symptoms of being ¿thirsty.¿ the patient denied receiving any medical treatment in response to his alleged symptoms. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first use of the meter. When the power button was pressed, the meter powered on. The meter¿s battery did not need to be replaced. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to test, delaying treatment and therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.